Manufacturer narrative:
(Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, while stapling the rectum, the staple was able to fire, however, the staple line was incomplete centrally. To complete the case, one stapling over the open structure with the device and a suture per hand was done. The surgical time was extended for more than 30 minutes due to the product problem.